Event description:
Pt was undergoing tavr with 31 mm corevalve. The distal cone of the delivery system fractured with embolization into the left internal iliac artery. Attempts to snare the nose cone were unsuccessful as was balloon placement with removal through the sheath, and repeated snare removal. The nose cone then fell into the left internal iliac system and lodged there by flow. There was no evidence of thrombosis, dissection or perforation, and the decision was made to leave the nose cone safely in the location.